Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was reverting to the set-mode. The medical affairs specialist spoke to the patient on a week later. The patient reported the meter issue began on a month before, at 3:30 pm. The patient reported that she was experiencing increased thirst and urination. She went to the hospital on two different occasions (she could not recall the date) and on one of those occasions, her blood glucose was tested the result was 567 mg/dl. She was treated with insulin. The patient reported that she is not taking any medications. She uses her meter to adjust her food intake. She tests 3 to 4 times per day. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was resolved, the patient claimed she was found to be hyperglycemic and received medical intervention after the reported issue began.